Manufacturer narrative:
Model number/catalog number: sc-2138-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: phase iii linear lead - 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that patient had a skin infection around the ipg incision site. The patient was treated with antibiotics and infection was resolved.